Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A lot number was provided but does not correspond to any finished good. As a result, a DHR review cannot be completed. Should an updated/accurate lot number be received, a supplemental report will be sent. Reason for device explant and/or reoperation: metasis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a mastectomy with two 450cc mentor memorygel breast implants and experienced bilateral metasis post-operatively. The patient had prior surgical procedures to attempt to remove the developed melanoma. As a result, the patient underwent explantation on an undisclosed date. If clarifying information becomes available, a supplemental report will be submitted. This report is for the left side device.